Manufacturer narrative:
D10: device available for eval yes. D10: returned to manufacturer on: 2021-07-21. H6: investigation summary: bd received 1 sample and 2 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for missing cap with the incident lot was observed. Additionally, customer sample was visually evaluated and the issue of missing cap was observed. Retention samples from bd inventory were evaluated by visual examination and the issue of missing cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing cap. Bd determined that the root cause of the indicated failure mode was attributed to defect not detected during final qc acceptance. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® contact-activated lancet, the device experienced a sterility problem (product not sterile) when the user identified the cap was missing. The following information was provided by the initial reporter. The customer stated: according to the customer's report, one product had no cap and was apparently different in appearance from other products.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as htl an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd microtainer® contact-activated lancet, the device experienced a sterility problem (product not sterile) when the user identified the cap was missing. The following information was provided by the initial reporter. The customer stated: according to the customer's report, one product had no cap and was apparently different in appearance from other products.